Event description:
A reporter called to report a serious incident involving the dexcom g6 continuous glucose monitor, which was being used with tandem insulin pump. The user noticed that her glucose readings were rapidly increasing, indicated by double upward arrows and values exceeding 400 mg/dl. Suspecting an issue with the pump, she replaced the tubing nut saw no improvement after waiting 30 minutes. Out of fear of developing ketoacidosis, she administered an insulin injection. Shortly after, she lost consciousness and later woke up surrounded by emt's, who informed her that she had experienced a seizure, stopped breathing, and had bitten through her tongue. They also told her she was only minutes away from death. Fortunately, her daughter was visiting and found her unconscious in time to call for emergency help. The user, a diabetic of 20 years, said she had never experienced anything of this severity before. The incident occurred on (B)(6) 2025, and it was later determined that the dexcom readings were significantly erroneous -- showing dangerously high levels (above 400) when her actual blood glucose level was critically low at just 20 mg/dl.